Event description:
It was reported to covidien that a customer had a problem with a sponge. The customer reports that during surgery the blue strip of the sponge fell out - the sponge was falling apart. They did irrigate and there was no consequences to the patient.

Manufacturer narrative:
Submit date: 9/19/2008. An investigation is currently underway. Upon completion, the results will be forwarded.